Event description:
It was reported that following implant of this right atrial (ra) lead, a post operative x-ray showed the lead had dislodged. A revision procedure was performed the following day. The lead was successfully repositioned. The patient was then discharged home. No additional adverse patient effects were reported. This device remains in service.